Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). At call back on (B)(6) 2018, the customer's stated she was still feeling extremely tired but that it was not due to diabetes but to anemia. Customer stated that she takes b12 and that usually helps with the tiredness and that this has been ongoing since (B)(6) 2017. No medical intervention was needed since the last call.

Event description:
Consumer reported complaint for high and erratic blood glucose results. The customer is concerned with tests results from back to back blood tests performed during the call of 194 and 247 mg/dl; customer is also concerned with result obtained of 240 mg/dl. The customer's expected fasting blood glucose test result range is 123 - 150 mg/dl. At the time of the call the customer reported feeling tired but did not know if it was due to her diabetes, a health issue or her age. Customer did not need medical attention at the time of the call. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 07/17/2019 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: result 1 :240mg/dl date: (B)(6) 2018 time:11:34am fasting; result 2 :100mg/dl date: (B)(6) 2017 time:7:05am fasting; result 3 :121mg/dl date: (B)(6) 2017 time:8:40pm non-fasting; result 4 :85mg/dl date: (B)(6) 2017 time:6:14pm fasting; result 5 :92mg/dl date: (B)(6) 2017 time:2:37pm non-fasting.